Manufacturer narrative:
Complaint confirmed, the cannula was found to be broken near the tapered section. Additionally, the pushrod tab assembly #2 was found to be dislodged from the button, bent and wedged in the track. The most likely cause of cannula breaking is prying and/or leveraging the device during use. Likely causes of pushrod disassembled include the bent cannula and/or improper deployment sequence leading to cannula obstruction.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy procedure, as the surgeon was inserting the second implant, the tip of the inserter broke off in the patient's joint. The broken tip was removed with forceps. No adverse effect to the patient. Additional information provided 10/4/2019: the shaft of the inserter broke as the surgeon was inserting the second implant. Both implants were removed with no issue. Additional information provided 10/16/2019: to complete the case, the surgeon switched the technique from all inside to inside / outside.